Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device noted the connector is damaged. Functional evaluation could not be performed due to the damaged connector. The complaint was confirmed and the root cause has been determined to be user error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the footswitch was not plugging in. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.